Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was unable to obtain a seal using the endowrist one vessel sealer instrument after 5 applications. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has contacted the surgeon to obtain additional information regarding the reported event. However, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.